Event description:
It was reported that the patient received a shock, with a por (power on reset) occurring as a result. Wireless telemetry was also no longer available. The shock egm (electrogram) was not available due to the por deleting diagnostics. Detections were turned off, and the device and rv (right ventricular) lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant products: 5076-45 implantable pacing lead, (B)(6) 2003. (B)(4) .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the performance data file identified the reason for the por (power on reset) as firmware initiated with no reason code. Upon further testing, x-ray and detailed visual examinations of the device interior failed to reveal evidence of any type of device malfunction that would account for the resets. There was no evidence of melted battery insulation or interior arcing. Device functions such as communication, pace, sense, and current drain were found to be nominal. Both low and high voltage lead impedances were accurately reported via telemetry. No device generated resets were recorded during the analysis, which included temperature storage, temperature cycling, and high voltage deliveries. The device passed diagnostic system testing. The perimeter of the stacked chip scale package (scsp) component was optically inspected. No anomalies were observed. The analysis was terminated with no cause identified for the por.